Event description:
A peritoneal dialysis home patient (hp) was diagnosed with peritonitis and hospitalized after a visit to the emergency room. The home patient's nurse reported that they attribute the peritonitis episode to the user's technique due to the deterioration of the hp's mental status and the bacteria identified in the effluent culture. The hp's peritonitis was treated with vancomycin 2g ip, once a week, for 3 weeks. The home patient was discharged 2 days following their admission. The home patient has not fully recovered, however, per the home patient's nurse, the hp is responding well to the treatment.